Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 19 mm graftmaster stent mentioned, is being filed under a separate manufacturer report number . It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with the use of the graftmaster rx coronary stent graft in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a perforation in the moderately calcified, moderately tortuous circumflex (cx) artery. A 2.8x16mm graftmaster failed to cross the lesion due to the tortuosity and calcification. No resistance was noted during withdrawal; however, the stent implant dislodged. Reportedly, no force was applied during advancement or withdrawal. The dislodged stent was snared with an unspecified snare device. A 3.5x19mm graftmaster failed to cross the lesion due to the tortuosity and calcification. The device was removed with no resistance noted. Reportedly, no force was applied during advancement or withdrawal. There was a reported clinically significant delay in the procedure. No further treatment was attempted, as the patient expired. The cause of death was reportedly, due to the untreated perforation. It is unknown if an autopsy was performed. There was no additional information provided.